Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no air bubbles being formed inside the cartridge. A leak test was performed with no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution. The retain cartridge passed a lot review.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 503 mg/dl with symptoms of excessive urination. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had continued to use the pump at the time of the call. The reporter indicated that there were air bubbles present in the cartridge. The patient had the correct filling technique, and was using the infusion set per the user guide. This complaint is being reported because the patient experienced a hyperglycemic event as a result of air bubbles in the cartridge.